Event description:
On (B)(6) 2017, the reporter contacted animas alleging the sensor wire detached from the sensor and was retrieved from the patient¿s insertion site. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because a device component is defective.